Event description:
It was reported that this right ventricular (rv) lead exhibited noise, pacing inhibition and high pacing thresholds. This lead was explanted and new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to the initial emdr in h6 impact codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, pacing inhibition and high pacing thresholds. This lead was explanted and new lead was placed. No additional adverse patient effects were reported.